Event description:
It was reported that the patient's log file captured a series of no external power/low power hazard events on 13mar2021. This was caused by the power to the mobile power unit (mpu) being briefly interrupted. The patient stated that the mpu came unplugged from wall power, but was immediately plugged back in.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 6 days (11mar2021 ¿ 17mar2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The log file captured low external power hazard alarms due to losses of power while connected to the mpu on (B)(6) 2021 from 14:05:15 to 14:05:23 and from 14:06:19 to 14:06:22. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power from the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The account communicated that the alarms have resolved, and that no product will be returned for evaluation. The root cause of the reported event was determined to be the mpu's ac power cord being disconnected from the wall power. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mobile power unit, serial number (B)(6) were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 11dec2020. No further information was provided. The manufacturer is closing the file on this event.